Event description:
It was reported a patient's right ventricular (rv) lead presented with loss of capture due to dislodgement. The dislodgement was discovered via x-ray. The rv lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.